Manufacturer narrative:
The reported reader (B)(6) was returned and investigated. A visual inspection was performed on the returned reader, and no issues were observed. The reader did not power on with button press, insertion of the retained strip or insertion of the universal serial bus (usb) cable. Connected reader to computer and software was unable to identify the reader. The reader was further investigated and de-cased. The returned battery voltage was measured to be out of specification. Placed returned reader into the reader pcba (printed circuit board of assembly) test fixture and applied pressure to the cpu (central processing unit). Observed the reader did not turn on. Replaced returned battery with known good battery and attempted to turn on reader, however, the reader did not turn on. Placed the reader with the known good battery into the reader pcba fixture and applied pressure to the cpu. Observed the reader did not turn on. An extended investigation was also performed, crystal y1 oscillation using oscilloscope was checked and observed no output. Replaced crystal y1 with known good and observed reader to turn on. Therefore, this issue is confirmed due to faulty crystal y1. All pertinent information available to abbott diabetes care has been submitted. Component code; appropriate term/code not available was selected as the component crystal y1 is not listed.

Event description:
The customer reported the adc freestyle libre reader would not power on with button press or test strip insertion. A reading of 45 mg/dl was obtained on an unspecified device and the customer lost consciousness and was incapable of self-treating. The customer was provided sugar water and food by a third party as treatment and no further treatment information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported the adc freestyle libre reader would not power on with button press or test strip insertion. A reading of 45 mg/dl was obtained on an unspecified device and the customer lost consciousness and was incapable of self-treating. The customer was provided sugar water and food by a third party as treatment and no further treatment information was reported. There was no report of death or permanent injury associated with this event.